Manufacturer narrative:
(B)(4). Explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the physician accidently chose and implanted the wrong power lens. The zxr00 19.5 intraocular lens was explanted and replaced with with the same model lens of a lower diopter (15.5). There was no incision enlargement, no vitrectomy, and no patient post-op injury reported.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 2/14/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed using a 12x magnification. It can be seen that part of the haptic is missing and the optic is cut in, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.